Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was experiencing intermittent capture. The patient's rate reportedly dropped down to 23 beats per minute, and the patient was taken to the hospital. It was discovered that the lead had been dislodged ("pulled back") due to "twiddlers syndrome". The lead was capped and replaced. No further patient complications have been reported as a result of this event.